Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the nephrology department during the insertion procedure. The user found that there was a crack on the introducer needle hub, which caused leakage during blood draws. As result, a new kit was opened and used to complete the procedure successfully. There was a delay reported, however, there was no harm, complication, death, or injury as a result of this occurrence.